Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported from the doctor's office that the customer had showed up and stated that the insulin pump was not functioning and had to be given insulin by manual injection. It was stated that the customer was unable to bolus earlier that week and the tests are being affected. Blood glucose value is unknown. Customer was not present anymore. Attempt to contact the doctor was made and could not be reached. Message was left advising the customer to get in contact for assistance.